Event description:
It was reported when trying to load concerto "wireless" device applications the programmer would find the device, but then would not load the application either with the rf (radio frequency) head nor wireless. This occurred with two concerto devices. It was noted that a brady device would load fine. The device will be returned for repair. No patient complications were reported as a result of this event. It was further reported that the programmer was unable to identify the implanted device that was being interrogated. The radio frequency head was changed out, but the situation did not resolve. The programmer was replaced for the procedure and returned for service. No patient complications were reported.

Event description:
It was reported when trying to load concerto "wireless" device applications the programmer would find the device, but then would not load the application either with the rf (radio frequency) head nor wireless. This occurred with two concerto devices. It was noted that a brady device would load fine. The device will be returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported when trying to load concerto "wireless" device applications the programmer would find the device, but then would not load the application either with the rf (radio frequency) head nor wireless. This occurred with two concerto devices. It was noted that a brady device would load fine. It was further reported that the programmer was unable to identify the implanted device that was being interrogated. The radio frequency head was changed out but the situation did not resolve. The programmer was replaced for the procedure and returned for service. No patient complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event; could not consistently interrogate wireless. Was able to interrogate wired. Rf (radio frequency) telemetry c transceiver found out of electrical specification. Programmer touch screen display does not respond to selection due to stylus.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.